Event description:
On (B)(6) 2014, kci was notified by the us food and drug administration that the following information was reported via (B)(4): event date: (B)(6) 2014. The v.a.c. Ats therapy unit alarmed due to lack of suction. The nurse was not able to correct the issue, turned v.a.c. Therapy off and did not remove the dressings which caused "increased maceration and (a) white film to the wound". On (B)(6) 2014, the following information was reported to kci by the hospital representative: during an assessment performed on (B)(6) 2014, periwound maceration and a white film described as wound bed bioburden was observed, and the wound was debrided. The wound was subsequently treated with dakin's solution dressing, and the patient was discharged to a rehabilitation center on (B)(6) 2014.

Manufacturer narrative:
(B)(4) noted the "event date" as (B)(6) 2014. Upon additional follow up, the hospital representative reported that the maceration and white film was observed on (B)(6) 2014. Based on information provided, it cannot be determined that the alleged maceration or bioburden is related to v.a.c. Therapy. This report is being filed due to possible user error.